Event description:
It was reported that the pt presented to his hcp with swelling of the skin. Approx eight days later, the pt noted an exudate from around the pump. The pt was taken to surgery for disinfection of the pump pocket. The location of the pump was changed. The pt recovered. The gabalon dose was the same as before the re-operation; that is, 265 ug/day.